Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer blood glucose reading was 186 mg/dl. Troubleshooting was performed. Customer stated displacement test failed. Customer was not able to pass the rewind process. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motion sensor test failure alarm or perform the unexpected alarm error, occlusion and no delivery test due to motor error alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.